Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced dysuria, urinary retention, urinary tract infection, burning and dribbling urination, urgency, vaginal discharge and itching, cystocele, multiple myeloma in relapse, chronic renal insufficiency, vaginal bulging, incomplete bladder emptying, mesh exposure, hematuria, discomfort and pressure, abdominal and vaginal pain, chronic urinary obstruction, atrophic vaginitis, and bladder spasm. Furthermore, it was reported that the plaintiff died. The cause of death reported were septic shock, acute kidney injury and multiple myeloma.